Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device fault was due to a software problem. The device was serviced and returned to the customer. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device performed a safety reset. There was no patient injury reported as a result of this incident.